Event description:
Defective cpu board. The device was received at infusystem and its repair was performed by their technical team. Device history record was reviewed, no event linked to the reported issue was observed. Due to the device failure, device log could not be extracted therefore its review could not be performed. Constant alarming error 11 was triggered as soon as the device was switched on. The reported event is therefore confirmed. Due to this issue and as per technical service manual instructions, recommended repair actions were to replace the cpu board. Several tests were carried out after replacement of the cpu board and all performed as expected. The cause of the event was linked to a defective cpu board.

Event description:
Defective cpu board.